Event description:
Update to event description: visual inspection of the returned device by engineering revealed a balloon tear at the inflation balloon/crimp balloon (ic) bond. The fcs clarified that the balloon was torn prior to inflation. The dilator was used to pre-dilate the iliac vessel and the esheath was inserted without issue. The devices were removed and replaced with a new system. No patient injury was reported.

Manufacturer narrative:
Sections b5 and h6, device code, were corrected based on the engineering pre-decontamination findings. The 29mm commander delivery system, valve and esheath were returned for evaluation. Initial visual inspection revealed a balloon tear observed at ic bond, the balloon wings severely distorted, bent back. Compression was observed on the flex tip. No visual abnormalities were observed on the valve or the esheath.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, type of investigation, investigation findings and investigation conclusions. The device was returned for evaluation. No imagery was provided. 29mm commander returned with 1/4 flex and 1/4 fine adjusted used in the unlocked valve alignment position, inserted through full loader assembly and fully inserted through 16f sheath with crimped valve on balloon. Visual inspection revealed proximal balloon appears to have step, valve appears to be diving into step. Balloon tear observed at ic bond, balloon wings severely distorted (bent back). Compression observed on flex tip. Due to the nature of the complaint (torn balloon), no functional testing was able to be performed. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. Product returned engineering evaluation was performed and review of complaint activities/attachments revealed the following information relevant to the complaints event: the balloon was torn prior to inflation, no volume was added to the balloon prior to inflation, no picture of the burst balloon was available, dilator was used to pre-dilate the iliac vessel. The esheath was inserted without issue and no patient injury. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes balloon torn and general risks - failure - balloon torn. Manufacturing mitigations review was performed and revealed material separation occurring during an unknown time, resulting in an inability to inflate the balloon and deploy the valve requiring device retrieval/replacement is an issue that has been previously identified and investigated. Manufacturing mitigations/controls relevant to the issue are captured and content was reviewed and remains applicable to the manufacturing of work order. Additionally, the work order underwent product verification testing as a requirement for lot release. Five lot samples were taken for testing. For all relevant manufacturing mitigations/controls. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Visual inspection was performed and revealed that the proximal balloon appeared to have step, valve appears to be diving into step. Balloon tear observed at ic bond, balloon wings severely distorted (bent back). Compression observed on flex tip. Due to the nature of the complaint (torn balloon), no functional testing was able to be performed. Dimensional testing was performed and revealed double wall thickness of the crimp balloon. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. Label/IFU/training adequacy review was performed and the following instructions were reviewed: commander s3 IFU, preparation training manual and procedural training manual. No IFU/training deficiencies were identified. A complaint history review was performed and although the complaint for general risks - failure - balloon torn' was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) and CAPA which captures root cause analysis for the issue. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risk of inability to inflate balloon and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on proper system preparation and inflation/deflation techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with inability to inflate balloon therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed june 2021 control limit. In this case, the material separation occurred during valve alignment due to patient/procedural factors resulting in difficulty inflating the balloon. Based on this assessment, the pra remains applicable, and no further action is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint for 'general risks - failure - balloon torn' was confirmed based on visual inspection of the returned device. Investigation of the device, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the device evaluation there was noted compression of the flex tip. Performing valve alignment in a non-straight section of the vasculature can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (high alignment forces) contributed to the reported event. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04855

Manufacturer narrative:
Investigation is ongoing

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien valve, in the aortic position via the transfemoral approach, after the use of a dilator the balloon ruptured. No patient injury was reported.